Event description:
Boston scientific corporation became aware of an event in which the tip of the subject device broke inside the patient. The tip was removed successfully. The patient was reported in good condition.